Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the device revealed a fractured post, as well as discoloration. A lab analysis performed on the device revealed that the components were inspected visually to determine the cause of the reported incident. The articulating and non-articulating surfaces of the insert are worn with some discoloration. The post was fractured at the base of the insert and exhibited signs of wear and deformation. There were no observations of material or manufacturing deviations in the course of the investigation. The clinical/medical investigation concluded that, it was reported the patient had a total knee arthroplasty revision surgery due to a broken post of the size 7-8 9mm insert. The implantation date is unknown. As of the date of this medical investigation, the requested clinical documentation has not been provided for evaluation. Therefore, there were no clinical factors found which would have contributed to the reported event. The patient impact beyond the revision surgery could not be determined. No further clinical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed the implant can break or become damaged as a result of strenuous activity or trauma. The patient should be warned that the device does not replace normal healthy bone. Higher rates of wear may shorten the useful life of the prosthesis, and lead to early revision surgery to replace the worn prosthetic components. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with inspection drawing, the final inspection includes the verification of part configuration per print. Also material specification, the quality and manufacture of 7.5 mrad cross-linked ultra-high-molecular-weight polyethylene shall be controlled. A review made by the quality engineering team revealed that there were no observations of material or manufacturing deviations in the course of the investigation. At this time there is no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, abnormal loading of limb, friction and/or joint tightness. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after a tka surgery on (B)(6) 2022, the patient underwent a revision surgery because the post of the sz 7-8 9mm pshf insert broke. This implant was exchanged with a 7-8 9mm ps insert. The current health status of the patient is unknown.